Event description:
It was reported that angiography revealed significant lesions of the right popliteal artery at the lower portion of that vessel, at the tibioperoneal trunk, and the proximal portion of the posterior tibial artery. Atherectomy was performed using a non-abbott 1.25 atherectomy catheter in the right popliteal artery, the tibioperoneal trunk and the upper portion of the posterior tibial artery. This was followed by balloon angioplasty using a 3.5 x 40 mm unspecified balloon. After balloon inflation, evidence of a dissection was noted in the area where atherectomy and balloon angioplasty were performed. A 3.5 x 38 mm xience prime stent was implanted to cover the dissection. After the stent was implanted, contrast extravasation was noted in the area around the lower popliteal artery and it appeared that the dissection had expanded to a perforation. Prolonged balloon inflations were performed using an 3.0 x 18 mm unspecified balloon. Despite balloon inflation, continuous extravasation was noted. Due to the size of the perforation, it was planned to place several graftmaster stents. A 3.0 x 16 mm graftmaster was implanted, followed by a 3.5 x 26 mm graftmaster, a 4.0 x 16 mm graftmaster and a 4.0 x 12 mm graftmaster placed overlapping from distal to proximal, successfully sealing the perforation. Final angiography revealed excellent expansion of the graftmaster stents and there was no evidence of perforation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of perforation, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience prime stent was implanted in the right popliteal artery for treatment of a dissection. The IFU states: the xience prime stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is unlikely that the reported IFU deviations caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): incorrect anatomy; indication for use the stent remains in the patient. A follow-up will be submitted with all relevant information.